Manufacturer narrative:
Additional information. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Right eye manufacturer report number 3012236936-2025-0003025 it was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. At the patient¿s follow-up visit the doctor determined hyperopic error. The symptoms were reported as affecting the patient ability to perform one or more daily activities. The iol is simply not the best diopter for the patient. The iol was explanted and replaced with another johnson and johnson lens model ar40e 7.5 diopter. There were no complications such as a capsule tear, vitrectomy or sutures. The patient is doing well. No further information is available.

Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 17, 2025 section h3: evaluated by manufacturer? Yes device evaluation: the complaint lens was received. The lens was visually inspected under magnification revealing that the lens was cut in half with one haptic detached. No further issues were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched an ar40e model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up the customer provided additional details. The patient was struggling with computer use and reading. Their prominent complaint was glare and halos. The doctor¿s middle initial was provided as ¿d¿. This current report is to provide this information. Section e1, middle name: the doctor¿s middle initial was provided as ¿d¿. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: the previous report should have included the codes for halos and glare. This current report provides the correction below. Section, h6, adverse event problem. Health effect - clinical code: code 2140 used to report glare and code 2227 used to report halos. Health effect - impact code: code 4619 used to report temporary impairment. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.